Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized and admitted to intensive care unit (ICU) on (B)(6) 2021 due to a blood glucose level of approximately 345 mg/dl and high ketones identified as dangerous by hcp. Customer attempted to treat with a bolus via pump, but was later treated with intravenous fluids of saline and insulin in ICU. System check with tandem technical support confirmed that the pump was functioning as intended. Customer could not confirm duration of supply usage. The customer was released from the hospital on (B)(6) 2021 with no permanent damage sustained.